Event description:
It was reported that the device could not be interrogated via the latitude communicator. The patient went to the clinic for a follow-up, but the clinic did not know how to do the interrogation. The local representative will be contacted to help with the interrogation. There were no adverse patient effects reported. The device remains in service.